Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer was having high blood glucose. Customer's blood glucose was 420 mg/dl. Device alarmed a low battery alarm. After troubleshooting, customer was advised to change the entire set and monitor the device. Customer will not be returning the device for analysis.